Manufacturer narrative:
The glidescope gvm monitor was returned to verathon for evaluation. The technical service representative connected a test baton to the returned video monitor for testing, the image produced appeared normal. The baton cable was manipulated with no change to the image noted. The technical service representative left the monitor powered on until the battery was depleted, again with no change to the displayed image noted. It was noted that the anti-glare coating on the display was damaged, the front shell was replaced to resolve this. The internal battery was replaced, then allowed to fully charge and all image tests were repeated with no lines or flickering observed. The technical service representative completed all servicing tests and the video monitor was returned to the customer.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm monitor, lines appeared across the screen and the image was flickering. A manual laryngoscope system was used to complete the procedure, the delay was reported as less than one minute. No harm to patient or user was reported.